Manufacturer narrative:
The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000108899. A patient experiencing lead migration was reported to abbott. The patient¿s lead was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number:3006705815-2022-18839. Additional information was received indicating that the patient underwent a surgical replacement procedure on (B)(6) 2023 in which the patients ipg was replaced. During the procedure the patients right lead was noticed to have migrated and was replaced as well. Therapy was restored post operatively.